Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies emboli, ischemia, and clot formation as a potential complications associated with use of the device.

Event description:
It was reported that a web device was used to treat an anterior communicating artery aneurysm. There was no issue with placement or deployment. The same day, MRI and dwi revealed a small embolic cerebral infarction in the motor area of the right lower limb. Medication was administered and the embolism was resolved the next day. The patient's condition is reported as "recovered."

Manufacturer narrative:
Addittional information recieved indicated that the aneurysm was located at the bifurcation of the right anterior cerebral artery and the anterior communicating artery and that the occluded site was in the motor area of the right lower limb on the same side of the aneurysm.